Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The patient had tortuous venous anatomy and the lead double backed in the vessel while trying to advance. Once the lead was entered into the heart, it was noticed that the lead was bent behind the ring electrode. The lead was removed and a new lead was placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the distal end/electrodes of the lead were bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.